Event description:
It was reported that during a lobectomy procedure, the device didn´t staple. No further information. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the tissue cut prior to examining the staple line? No. If yes, was there bleeding? No. If there was bleeding how much blood was loss (ml)? If there was bleeding did the patient require a blood transfusion? The analysis results showed that the tx30g device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.